Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leaflet damage. It was reported a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. After the second grasp with the xtw clip medial on a2/p2, a perforation of the posterior mitral leaflet was observed. The clip was repositioned lateral on a2/p2 and deployed. However, after deployment, it was noticed that the anterior mitral leaflet also had a perforation. No intervention or additional treatment was performed. The procedure ended with the mr unchanged at grade 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue damage appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr) appears to be a cascading event of the tissue damage. Furthermore, the reported patient effects of tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a